Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2018-01477. After a trial implant was abandoned on (B)(6) 2018, it was reported the patient experienced inability to move the right leg but could move the toes. The patient also experienced a hypersensitivity in the right leg. The physician hospitalized the patient postoperatively. As of (B)(6) 2018, the patient remained in the hospital with no alleviation of symptoms. Additional information has been requested but not yet received.